Manufacturer narrative:
Device was not returned for eval. Lot number info was not provided, therefore, a review of quality records could not be performed. The device remains implanted, therefore, a direct product analysis could not be performed. Based on the available info, the exact cause of the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. All available info has been placed on file for use in tracking, trending and follow-up.

Event description:
It was reported to gore that a pt developed a leak at the staple line after undergoing a laparoscopic sleeve gastrectomy where gore seamguard bioabsorbable staple line reinforcement material was used. The pt underwent another procedure to repair the leak. The reoperation was successful and the pt is reported to be fine. The physician reported that the leakage may have been caused by the pt when she drank a large amount of water post-operatively.